Manufacturer narrative:
Per tandem's user guide: "you selected change cartridge from the load menu but did not complete the process within 3 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a problem with the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg was addressed with a correction bolus via the pump. Troubleshooting with tandem technical support indicated the customer did not complete the load process in a timely manner.